Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During an incoming inspection at (B)(6) lifeline, the following product was determined to be non-conforming because the packaging of the subject lead revealed two distinct lead serial numbers differing from one digit.

Manufacturer narrative:
Manufacturing records did not reveal any irregularity.

Event description:
During an incoming inspection at japan lifeline, the following product was determined to be non-conforming because the packaging of the subject lead revealed two distinct lead serial numbers differing from one digit.

Event description:
During an incoming inspection at (B)(6), the following product was determined to be non-conforming because the packaging of the subject lead revealed two distinct lead serial numbers differing from one digit.

Manufacturer narrative:
(B)(4).